Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was exhibiting premature battery depletion and has been scheduled for replacement. No resulting adverse patient effects have been reported. Subsequently, the device was confirmed explanted and is expected to be returned for laboratory analysis. No procedural adverse effects were reported and another boston scientific device implanted to replace the explanted unit.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion and has been scheduled for replacement. No resulting adverse patient effects have been reported. Subsequently, the device was confirmed explanted and is expected to be returned for laboratory analysis. No procedural adverse effects were reported and another boston scientific device implanted to replace the explanted unit.